Event description:
The patient and healthcare provider (hcp) reported that the entire system was removed due to infection. There was a large ball or lump, which was caused by the infection, that started at the implantable neurostimulator (ins) site and eventually moved up to his head. The patient would just push the lump in so it would go away. This occurred in late (B)(6) 2010. The patient received intravenous (IV) antibiotics and the pic line went in his right arm; the ins was in the left shoulder and chest. It took eight weeks to get rid of the infection. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.